Manufacturer narrative:
Further information was requested but not received.

Event description:
During a device downgrade procedure, the physician was unable to remove the set screw from the device header. The set screw was removed after using a different hex wrench and the device was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to remove a set screw could not be confirmed. Upon receipt, the pacer was in backup operation. A visual inspection revealed a punctured septum, dried blood in the ventricular inset, and a stripped ventricular setscrew inset. Upon cleaning, the torque wrench was able to engage with setscrew successfully. The backup operation condition is consistent with exposure to cold temperature after explant and low battery level. Additionally, the implant duration exceeds the projected longevity based on nominal settings indicating normal battery depletion.